Event description:
It appears an ipp device was previously implanted, details were not indicated. A revision surgery has occurred because of pt dissatisfaction, "pt c/o pump placement and only tubing of reservoir used in revision." No components were removed or replaced.